Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents and verify battery out limit, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 135 mg/dl. The customer stated that she put in a new battery upside down and took out the battery and it does not bring up the main menu. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The insulin pump was returned for analysis.